Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information was received from the care team that reported the hematuria had resolved without any changes to the treatment. The pump is not available and do not need a return kit.

Manufacturer narrative:
B5: additional event description added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 70-year-old male for acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions stage a shock. During support, red-colored urine was noted in the foley catheter. The managing physician was notified and confirmed acceptable device position by echocardiography. No repositioning was performed, and the decision was made to continue monitoring. The patient expired while on impella cp support. The death is being conservatively reported; however, based on the available information, the outcome is more likely attributable to the patient¿s underlying acute myocardial infarction and critical clinical condition.